Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarm 9's (overfill alarm) occurred during the load process. Reportedly, the customer may have filled the cartridge with equal or more than 300 units of insulin. The customer indicated that a new cartridge would be loaded. There was no impact to the customer's blood glucose level.